Event description:
It was reported the patient (B)(6) has ceased use of her scs system for migraine headaches (off-label) as she had been pain free for some time. During the system use hiatus, the patient did not recharge the ipg. The patient's efforts to initiate therapy due to a recent migraine found communication could not be established with the ipg via the programmer or charging system. Surgical intervention was undertaken to replace the patient's ipg. No further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.